Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) and identified issues with flexvision pc. Review of system log file identified that the host-pc could not connect to the flexvision-pc. The philips field service engineer (fse) went onsite and found that the air conditioning in the equipment room was malfunctioning. The issue was resolved after customer has repaired the air conditioner. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's flexvision computer was frozen, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.